Manufacturer narrative:
Section h3, h6: the real intelligence robotic drill, part # rob10013, serial # sn (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. While maximum retraction times were able to pass when tested with lab equipment, it was noticed that vacuum grease on the carriage was contributing to increased retraction times which may have resulted in a retraction failure if additional friction was present between the bur and drill attachment. Although a retraction time failure was not observed, it was found that the maximum retraction time was reading higher than expected and barely passing due to excessive vacuum grease on the carriage creating friction. This may have resulted from overapplication of vacuum grease when installing the internal nosepiece o-ring. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Work instructions have been updated to include wiping excess lubricant from the carriage. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori-assisted tka, two (2) real intelligence robotic drill were faulty. The first drill (B)(6) went to calibrate and a "communication failure: please contact robotics customer support." Error was displayed. There was no green check mark indicating that the drill was connected. After accepting the error a ¿robotic drill critical error: the robotic drill has an internal error¿ showed and exited out of the case. Drill was tested after the case on kcp test and it passed. Then, a new drill (B)(6) was tried with a new long attachment. This drill connected and allowed to go through most of calibration. When doing the test spin, a "retraction time verification error: the robotic drill exceeded the recommended retraction time limit" error showed. When clicking accept the error ¿critical error¿ showed and shut down the case. This happened multiple times. Even with changing the long attachment, rebooting cori again and making a new case. Tested drill after case, it failed the kcp test with the maximum retraction time failure. Surgery was performed after a delay greater than 30 min, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).